Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. The customer stated the vse instrument would not be returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not remain straight when not in use and veered to one side without instruction from the console operator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console and with a delay or lag in the instrument's movement. No shakiness or friction experienced/observed. No interference between instruments or system arms. No external collisions with or equipment or staff. The issue was persistent. The instrument was removed and replaced - operation completed no ill effects. No injury to the patient. No damage was noted to the instrument. The instrument is not available for return. No photos or videos available for review.